Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. In addition, no anomalies were found in either of the device history record (DHR) of the involved devices. In conclusion, no equipment problems occurred that would have caused or contributed to the reported event. Most likely there were many factors involved in the reported incident. Specifically, during/upon the intervention in a thin walled area, the remaining tissue of the bowel wall did not stay intact which resulted in the perforation. In conclusion, no determination could be made as to the cause of the incident. Nevertheless, to further address the issue, the default setting was changed to forced apc, gas flow 0.8 liters/minute, 20 watts to standardize with/match the setting that is on the other hospital's apc/esu system. The account is being made aware of the findings. To further address the issue, additional in-service work is being planned with the medical staff. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 200 s, part number (p/n) 10140-400, serial number (B)(4)) was involved in a patient incident. The system was used with an apc integrated filter probe, outer diameter (o.d.) 2.3 mm/6.9 fr. X length 2.2 m/7.2 ft. (7'2") [p/n: 20132-214, lot number: not provided]. The settings were forced apc, gas flow 0.8 liters/minute, 30 watts. The system was used in the cecum and a perforation occurred. The patient was given antibiotics to remedy the situation.